Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during replacement procedure, the right ventricular (rv) lead sensing was poor. Sensing measurements increased and the lead remains in use. No patient complications have been reported as a result of this event.